Event description:
On 9/27/96 co requested from another co any info that other co may have received regarding MDR reportable events in which a co's oxygen transducer was reported to have been in use. Other co provided info regarding four alleged occurrences of burns caused by misusing the other co's interface cable to connect oxygen transducer to pulse oximeter. Co has searched its database and found that each of these alleged occurrences were not previously reported to co. Pursuant to cfr 21 section 803, co is now filing an MDR for each of these alleged occurrences.